Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported following an unrelated procedure where ipg was not placed in MRI mode, the ipg was unable to be connected with external devices. Surgical intervention was undertaken wherein the ipg was replaced and reportedly therapy was restored.